Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, during fill tubing, no drops exited the tubing. Additionally, it was reported that the cartridge was in use for over 3 days. The tubing was changed and insulin delivery was resumed. Customer's blood glucose ranged from 160-180's (mg/dl).